Event description:
On (B)(6) 2013, jp drain was being removed by md in the usual fashion: retention sutures removed, normal tension on pulling and a snap sound was heard by md and assisting rn. Flat drain and at 3.5cm of drain tube remained in pt. On (B)(6) 2013, x-ray revealed intra-abdominal foreign body. On (B)(6) 2013, pt returned to o.r for removal of intra-abdominal drain, early wound infection. Dates of use: placed (B)(6) 2013, removal attempted (B)(6) 2013. Diagnosis or reason for use: left ovarian mass.